Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. Please see updates to d9, h3, h4, h6 and h10. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Additionally, the repair center found the cross bar on top was missing 2 screws that secure it to the foot switch and the right pedal 2 switch was inoperable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the root cause of the event (wireless foot control lost the connection to the laser) occurreddue to the batteries needing to be replaced. The customer reported that the batteries in the footswitch were replaced after the procedure and the issue was resolved. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
At this time olympus has not received this device back for testing and evaluation. Should the device be returned, an evaluation will be completed, and a follow up report will be submitted.

Event description:
The customer reported to olympus the tfl laser footswitch- wireless foot control lost the connection to the laser and could not reconnect. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
During a follow - up with the user facility, it was confirmed that: the device was inspected prior to use with no reported findings. The reported product issue occurred during an unknown therapeutic procedure using a thulium laser (thulep). The customer did not know if the procedure was completed or delayed. It was indicated that the batteries in the footswitch were replaced after the procedure which, fixed the issue. The footswitch serial number was provided from the service representative: (B)(6). B3 was updated with the event date provided by the customer 10-nov-2022. Please take into consideration the time zone difference that may have led to the initial reporting of 9-nov-2022. The investigation is ongoing. A final report will be submitted upon completion of the investigation.